Manufacturer narrative:
D4: device information is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was to be delivered via the femoral artery to support the patient of unknown age or gender, who had been admitted in with acute myocardial infarction and cardiogenic shock. The team did not furnish any medical history or comorbidities. The team was delivering the 14fr introducer sheath for the cp pump when the native anatomy precluded the placement. The iliac arteries were too small and calcified to allow for placement. Placement was aborted. The instructions for use speaks to vessel diameter less than 5mm precludes placement of the 14fr sheath. This vessel diameter was not shared.

Manufacturer narrative:
D: updated device information. H4: updated manufacturer date.

Manufacturer narrative:
The investigation was completed. Investigation summary: failure to advance : the cause of the failure to advance is most likely patient condition due to both iliacs being too small with calcification per clinical details. Hemodynamic instability : the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Section e initial reporter information was added since it was omitted from the initial.